Event description:
Rn reported 5 pt's who experienced a minicap falling off their transfer set 2 months ago. Rn had no detailed pt info available. Rn stated that all 5 pt's had set changes and no antibiotic therapy administered. Per rn, no pt injury was associated with these incidents.